Event description:
During baxter's evaluation it was found that a spectrum pump had a downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed through the history. Evaluation found a failed downstream sensor to cause this alarm. The failed downstream sensor was replaced.